Event description:
It was reported the guidewire coating bunched/peeled. During a below the knee (btk) treatment procedure in a tight distal peroneal lesion, the physician had advanced a savion flx guidewire down the anterior tibial (at), lasered the vessel followed by balloon angioplasty. The physician then wired a tight segment of the peroneal and put an exchange catheter in to take an angiogram. The savion wire was removed from the patient. The physician was going to advance the savion wire down the exchange catheter when it was noted the coating on the tip had bunched up in a of couple places and appeared to show bare wire. There was no reported resistance with the other devices used and it appeared there was no coating missing that the staff could tell. The procedure was completed with a different guidewire. No patient complications were reported and the patient was noted to be stable post procedure. Device eval by manufacturer: the device has kinks at its distal and proximal ends. There is evidence of friction on the body of the device. The device passed the dowel test.

Manufacturer narrative:
Age at time of event: 18 years of age or older.

Manufacturer narrative:
Age at time of event - 18 years of age or older.

Event description:
It was reported the guidewire coating bunched/peeled during a below the knee (btk) treatment procedure in a tight distal peroneal lesion, the physician had advanced a savion flx guidewire down the anterior tibial (at), lasered the vessel followed by balloon angioplasty. The physician then wired a tight segment of the peroneal and put an exchange catheter in to take an angiogram. The savion wire was removed from the patient. The physician was going to advance the savion wire down the exchange catheter when it was noted the coating on the tip had bunched up in a of couple places and appeared to show bare wire. There was no reported resistance with the other devices used and it appeared there was no coating missing that the staff could tell. The procedure was completed with a different guidewire. No patient complications were reported and the patient was noted to be stable post procedure.